Event description:
It was reported that during a procedure the ultrasonic scalpel "would not seal the vessel." A stapler was used instead to seal the vessel. No patient injury was reported.

Manufacturer narrative:
The complaint device passed visual examination and function testing. The device was able to cut and coagulate on both the min and max settings. Since the complaint of the device not coagulating could not be duplicated, a root cause could not be determined. However, generator settings could contribute to the device performance. Ascent's instruction for use state, "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The reported event is not occurring more frequently or with greater severity than is usual for the device.